Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with haze with induced myopia in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of bad vision and reported his vision is as bad as before photorefractive keratectomy procedure. Account mentioned that this patient decided to get follow up care in (B)(6) after the post operation day 1 visit. Surgeon reported that the (B)(6) optometrist discontinued steroids too early and patient is now with haze. She also reported that patient is noncompliant with taking steroid drops and keeping follow up appts in (B)(6). That optometrist no longer wants to care for the patient. It was also reported that there was an extensive discussion about patient's noncompliance and his decision to choose an optometrists in (B)(6) who was not competent to care for him. Discussed the haze may not improve with predforte drops at this point. Discussed need for timely follow up to monitor the intraocular pressure. Patient commented that he only missed one appointment not four. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -.50 x -.50 x 105. Left eye pre-op 20/20 -.56 x -.38 x 105. Bcva from (B)(6) 2015: right eye post-op 20/20 -1.25 x .00 x 90. Left eye post-op 20/20 -1.50 x .00 x 90.

Manufacturer narrative:
(B)(4). It was reported that patient was given prednisolone and had an intraocular pressure (iop) spike secondary to prednisolone. Eyes didn't respond to discontinuing the prednisolone or adding pressure lowering drops. It was mentioned that patient compliance, including distance from the center likely impacted event. The patient was referred to a glaucoma specialist to reduce the iop. Bcva from (B)(6) 2016: right eye post-op 20/20 -1.50 x .00 x 75, left eye post-op 20/20 -1.25 x -.25 x 145.